Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis, and was 20mm long with a reference vessel diameter of 4.0mm. The target lesion was treated with direct stent placement using a 4.00x20mm promus element stent with 0% residual stenosis. Three days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. Two days later, the 90% stenosis in proximal lad was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Two days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that angiography on (B)(6) 2015 showed no in-stent restenosis in the 4.00x20mm promus element stent implanted during index procedure.

Manufacturer narrative:
(B)(4).

Event description:
Unstable angina was initially reported and correct event should have been acute coronary syndrome.